Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding-menorrhagia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, irritability, polycystic ovaries, appendicitis, hypothyroidism, insulin resistance syndrome, hot flushes and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: mirena. Concomitant products included metformin since 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia and vaginal haemorrhage had resolved. The reporter considered menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the hysterosalpingogram demonstrate tubal occlusion post essure procedure, coils are in good position. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Historical drug, medical history, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events menorrhagia and abnormal bleeding (vaginal) added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.